Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported five months after the patient's ins replacement, their chest was swollen and had a purulent infection at the ins location. The patient went back to the hospital for an examination and the doctor performed conservative therapy for a half year but the patient still was not recovered. A second surgery was performed in (B)(6) 2018, in which the ins position was changed to the other side of their body. The patient was stable and did not have an infection anymore.

Manufacturer narrative:
Implant date updated. If information is provided in the future, a supplemental report will be issued.